Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine inspection of the device, the technician observed the roller pump motor mounting was missing several components such as washers and a spring. The device was being investigated for a previous complaint when the technician discovered the missing components. There was no patient involvement during this event.